Event description:
It was reported that balloon rupture, balloon detachment and shaft break occurred. A 6.0mmx100mmx80cm-hybrid sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The balloon was deflated prior to removal attempt. The physician tried to remove the device but noticed that the distal tip portion of the balloon remained in the patient at the point of the lesion along with the radiopaque marker band. The physician attempted to remove the detached portion but was unsuccessful. The detached balloon was pinned to the vessel wall with a stent and the rest of the device was removed fine. No patient complications were reported.